Manufacturer narrative:
Product event summary: analysis confirmed the reported issue; the epg was missing the battery shorting bar in the battery drawer. It was also found that the upper and lower case halves were dented in multiple locations. The hanger assembly, output connectors, output connector nuts, encoders, encoder knobs, and hanger screw were found to be contaminated. The keypad window was scratched. An error was found in the log indicating that the main printed circuit board (pcb) was electrically out of specification. It was additionally found that both of the liquid crystal display (lcd) wires were pinched, and both battery wires were pinched in multiple locations, but none of the wires were compromised. This device was reported as included in the field action noted and returned product investigation found the device performed as described in the field action. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the battery connectors within the battery drawer were missing. The epg (external pulse generator) has been returned for service. It was also reported that the epg would not turn on, even with new batteries. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Failure analysis was performed on the main board. Visual inspection revealed no anomalies. The board was then assembled into a golden unit. No error displayed. The board was run on the automated test console, all tests passed. The log was reviewed. Three different errors were verified in the log. Conclusion: could not confirm the customer complaint, one error was verified in the log but could not be reproduced on the bench. If information is provided in the future, a supplemental report will be issued.